Event description:
This event was reported in the medical literature as a leaflet escape with sudden severe dyspnea after shoveling snow. Severe repiratory distress, orthopnea, hemoptysis, regurgitation, high gradient, mitral stenosis also noted. No further info was provided.